Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that after centrifugation of bd vacutainer® sst¿ blood collection tubes, the plasma becomes gelatinous. No patient impact reported. The following information was provided by the initial reporter: "customer states - spe tube sealant/separator cause plasma to become gelatinous after centrifugation."

Manufacturer narrative:
H6: investigation summary: bd received one (1) photo for investigation. The photo was reviewed and the indicated failure mode for fibrin was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation. Upon completion, the indicated failure mode for fibrin was not observed. Bd was unable to confirm customer indicated failure fibrin because defect was not evident in testing of complaint lot samples. Replicates of both retention and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode fibrin based on photos only. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that after centrifugation of bd vacutainer® sst¿ blood collection tubes, the plasma becomes gelatinous. No patient impact reported. The following information was provided by the initial reporter: "customer states - spe tube sealant/separator cause plasma to become gelatinous after centrifugation."